Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a large ketone level identified as dangerous by customer's healthcare provider. The customer was initially hospitalized due to an issue with a non-tandem continuous glucose monitor sensor issue, however, upon initial release, customer's bg began to rise again. The cause of elevated bg was unknown. The customer was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer reported "general organ damage" as a result of the elevated ketone level. System check with tandem technical support confirmed the pump was functioning as intended.